Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold from 1.2v @ 0.5ms to 6.5v @ 2ms and decreasing impedance value from 450 ohms to 270 ohms since implant procedure. This rv lead was also observed to have decreased sensing from 7mv to 4mv upon interrogation. Boston scientific technical services (ts) suspected a possible lead insulation problem however no noise was noted with pocket manipulation. Ts recommend a chest x-ray to detect a lead problem. The physician decided to explant this lead with revision date yet to be determined. Additional information received from the field representative confirming that there was no pacing inhibition and observation appears to be a lead associated issue. Schedule for implant procedure will be made upon physician's availability. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that the superior vena cava (svc) was dissected upon extraction of the lead with laser sheath which required surgical repair. The rv lead was explanted and was discarded by surgery staff. A new lead was not implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.